Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).